Event description:
The customer reported discrepant alinity I tsh results on a patient. The following results were provided: on (B)(6) 2024, sid (B)(6): plasma = 0.0279 / 0.2574 uiu/ml; serum = 5.6805 / 5.7080 uiu/ml. New sample on (B)(6)2024, sid (B)(6): plasma = 2.0736 uiu/ml; serum = 2.0655 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I tsh reagent lot 66148ud00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency of the alinity I tsh lot 66148ud00 was identified.

Event description:
The customer reported discrepant alinity I tsh results on a patient. The following results were provided: (B)(6) 2024 sid (B)(6): plasma = 0.0279 / 0.2574 uiu/ml; serum = 5.6805 / 5.7080 uiu/ml new sample (B)(6) 2024 sid (B)(6): plasma = 2.0736 uiu/ml; serum = 2.0655 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).